Event description:
Patient reported left side rupture diagnosed via MRI, 'concerns', and 'left breast swelled more than double in size'. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "capsular contracture grade ii", "leak on MRI scan". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 10/jun/2024.

Event description:
Patient reported left side rupture diagnosed via MRI, 'concerns', and 'left breast swelled more than double in size'. Healthcare professional later reported left side 'capsular contracture + leak on mr scan baker grade ii.' Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure-breast: unable to observe since it is not related to the device. Rupture-breast: not observed. Edema-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. As per the investigation procedure creases, wear abrasion, particles and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. Edema-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "capsular contracture grade ii", "leak on MRI scan". The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted, deformation, crease fold of the implant. Wear abrasion and black particles observed, on the shell of the device. No openings were observed.

Event description:
Healthcare professional reported, left side "capsular contracture, grade ii". "Leak on MRI scan". The device has been explanted.